Event description:
Device was returned for an unknown reason. During the service technician found light vibrations. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearings were corroded and the device vibrated lightly. This was attributed to normal wear. The ball bearings were replaced. The device was repaired and returned to the customer.